Event description:
The customer reported that the system displayed a system error message that was not bypassable. This situation would render the system inoperable for the customer. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.